Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to remove the pinnacle cup and metal liner. Head was also replaced with poly on ceramic. On (B)(6) 2019: after review of medical records patient was revised to addressed painful left hip arthroplasty with metal on metal articulation. Operative notes indicated swelling and elevated cobalt-chromium levels. Upon incision in deep fascia dissected through some hip bursal area, there was a dehiscence of the anterior third of the gluteus medius. Debrided all the metal debris. Some moderate corrosion noted in femoral head but the taper otherwise was in good condition. Some anterior scar were repaired to the greater trochanter. Both femoral and acetabular component were well fixed. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.